Event description:
It was reported that the patient's device was not functioning properly and was putting his leg to sleep. After a year or reprogramming and the device turning on and off, the entire device system was replaced. See manufacturer report # 3004209178201004178 for patient outcome and subsequent new device implant issues.

Manufacturer narrative:
(B) (4).